Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. During troubleshooting with technical support, the pump was reset and the alarm did not reoccur. Reportedly, customer resumed pump therapy.